Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, the surgeon noticed a tissue burn on the patient's breast which required more tissue removal. The size of the burn could not be specified, but the surgeon said there was a direct burn from where the pencil was used to the stainless steel retractor. It was treated by resecting more tissue. The pencil used was from another brand.